Event description:
It was reported that a skin irritation causing redness, swelling and pain had occurred while wearing the pod between 24 and 36 hours at the pod infusion site (abdomen). The patient reports while at a scheduled doctors appointment they received a prescription for fluticasone propionate spray. The patients reported blood glucose level was over 300 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.